Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. As received, the electrode belt failed an ECG falloff test. Upon investigation the cable connecting ecgs "c&d" was not fully inserted into the j501 connector on the distribution node (dn) pca. The root cause unseated cable was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the ECG electrodes were non-functional.